Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the system had recoverable error occurred several times and reoccurred upon selecting fault recover each time. The customer selected "disable arm" believing that they were disabling arm 1, but then realized that the left master tool manipulator (mtml) control was not responding. The customer power cycled the system a couple of times and recovered from the fault; the system powered up without errors. The system logs confirmed several reoccurrences of pot to encoder (pte) error 23008 reported by the mtml on axis 8. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the mtml to resolve the issue. The system was tested and verified as ready for use. Isi has received the mtml involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was able to be reproduce the customer reported complaint during visual inspection. During evaluation, the magnet was found to be detached from the grip lever. The grip lever and magnet will be replaced as a fix. No image or video was available for review. A review of the site system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed several reoccurrences of error 23008 reported by the mtml on axis 8 related to the reported complaint. An event verification confirmed the procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the system had repeated recoverable errors during procedure. The fse confirmed the reported issue and replaced the mtm to resolve the issue. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.